Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2026 : product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2026. It was reported that the lead ejected from body. Troubleshooting was not performed and the cause was not known. Patient called to inform that wire from their left buttocks has been dislodged from their back. Reason was unknown but patient thinks it might have been pulled out while they were napping. Patient noticed the disconnected wire around 7:55pm today. Advised patient to contact physician office once it opened. Advised would notify manufacturing representative (rep) to contact them as well. The issue was not resolved and was still ongoing.